Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. As a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the plunger of the preloaded monofocal intraocular lens (iol) was pushed forward, it passed through the side of the lens in the cartridge and the iol was broken. Account indicated that during preparation, when the ophthalmic viscosurgical device (ovd) was injected, the iol seemed to be out of position. There was no patient contact with the device, as the event occurred prior to use on the patient. The surgery was completed using an iol from another manufacturer. No injuries were reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: october 10, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod completely retracted. Viscoelastic residue was observed to be unevenly distributed through the length of the cartridge. The lens could be observed to be out of place in the lens module. The lens module was opened and the lens was observed to be torn and a haptic was detached. Viscoelastic residue was observed in the lens module. Further device evaluation revealed that the cartridge tip did not have scratches and a piece of lens material was in the cartridge but could not be confirmed. The haptic appeared to be sheared off and sitting where the pushrod is stored prior to plunger advancement. The trailing haptic was damaged at the tip. The lens appeared damaged and placed in the incorrect position within the lens module prior to lens advancement. It was hard to determine how this would have occurred as the lens module assembly is inspected 100% as part of normal manufacturing and operating procedure. The lens may be damaged with plunger advancement if not in the correct position. No indication of pushrod off center was observed. The complaint issue "lens damaged" was identified during product evaluation. The observed "iol torn" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "override" was not identified during product evaluation. The observed "device advancement issue" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.